Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch # m53y1k.

Event description:
It was reported by the sales rep that during a laparoscopic sleeve gastrectomy procedure, while trying to load one reload, we realized the sled was missing. After the another reload was loaded, we noticed staples sticking up at the very proximal end of the reload. We removed the load and noticed it had two sleds. Case completed with new reloads from a different lot and used without issue. There were no patient consequences reported.